Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific crm received info via an adverse event form that this right atrial (ra) lead displayed elevated threshold measurements and undersensing due to lead dislodgement. The following day, this ra lead was successfully repositioned without further complications. As the product remains in service, it will not be returned for analysis and boston scientific crm cannot confirm the clinical observation. There is no additional info related to this event available, to the company at this time. If additional info becomes available, the event will be updated as necessary.